Manufacturer narrative:
Ptc investigation result received on 05-aug-2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for over a year. She was submitted to a hysterectomy. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided regarding the bleeding. Later, the consumer stated that after hysterectomy all her issues went away (positive dechallenge). Considering the reported event's nature and positive dechallenge, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up 30-mar-2015: follow up information received from the physician. The physician reported that patient had low back pain, weight gain, depression, mood swings, constant vaginal bleeding, vaginal discharge, nausea, and bloating. Symptoms resolved after hysterectomy was performed, within hours. Case was closed. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for over a year. She was submitted to a hysterectomy. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided regarding the bleeding. Later, the consumer stated that after hysterectomy all her issues went away (positive dechallenge). Considering the reported event's nature and positive dechallenge, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention (hysterectomy). A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(4) on 27-feb-2015 who had essure (fallopian tube occlusion insert) inserted approximately in (B)(6) 2012. On an unspecified date the consumer experienced bleeding for over a year, gained weight, bloated, painful intercourse every time, headache, mood swings, lower back pain, cramping, tired, depression, night sweat, odour and itchiness. Hysterectomy was performed in 2013. Follow-up information received on 02-mar-2015: the patient´s date of birth was updated. She had 4 children. According to her, she has fibromyalgia (way before essure). Essure was implanted in (B)(6) 2012 and it was the worst procedure ever; it took her 10 minutes and it hurt. She also reported that she was not herself for over a year. She bleed, she had headaches, lower back pain, cramping, odor from vaginal (the previous reported event odor was updated), painful intercourse, weight gain ((B)(6)), depression, mood swings, lot of pain and suffering. In (B)(6) 2013, she had a hysterectomy and her issues went away. Correction on 02-mar-2015: the consumer's (not patient) date of birth was updated. She stated that she weighted (B)(6) and after hysterectomy, her weight is (B)(6). Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for over a year. She was submitted to a hysterectomy. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided regarding the bleeding. Later, the consumer stated that after hysterectomy all her issues went away (positive dechallenge). Considering the reported event's nature and positive dechallenge, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention (hysterectomy). A product technical analysis is being sought.

Manufacturer narrative:
Follow-up from 26-may-2016. The case (B)(4) was identified as duplicate of this case. All information was transferred to this remaining case. Case (B)(4) was received from regulatory authority and was medically confirmed. Essure was inserted in (B)(6) 2010 (discrepant with information previously reported). She hurt from day one. Bleeding for over a year. Weight gain, bloating, dyspareunia, headaches, mood swings, lower back pain, cramping, fatigue, depression, night sweats, odour, itchiness. Hysterectomy performed in 2013. Correction based on information received on 26-may-2016: following company internal review this case was not considered medically confirmed. Company causality comment: this spontaneous case report was initially received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for over a year. She was submitted to a hysterectomy. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, limited information was provided regarding the bleeding. Later, the patient stated that after hysterectomy all her issues went away. Considering the reported event's nature, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention (hysterectomy). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.